Event description:
Doctor reported that implant disengaged from mount and fell down. Procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a1: patient identifier unknown / not provided, a2: age at time of the event unknown / not provided, a4: patient weight unknown / not provided, b3: date of event unknown / not provided, d4: additional device information unknown / not provided , e1: reporter name unknown / not provided, h4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvm4b10, implant, tsv, 4.1mmd, 10mml, textured, microgrooves, mc for evaluation. Visual and functional evaluation were performed. A mount was returned attached to the implant. No damage to the implant was identified. The mount disengaged and engaged without any issues. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvm4b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : functional : disengaged) based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. However, a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The mount disengaged and engaged without any issues. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.